Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found the pump in good physical condition. Functional testing included use testing. The pump was powered up and the pump immediately gave error code 41786. The customer reported problem was able be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty microprocessor board.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 41786". No adverse effects were reported.